Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.

Event description:
It was reported while using the safire blu catheter, the irrigation port broke. After hours of manipulation, the irrigation port on the catheter snapped and broke. The procedure was completed with a different device and there were no adverse consequences to the pt. Add'l info was requested and is not available.